Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during bilateral mastectomy procedure, the surgeon held the debakey forceps while they "buzzed" the es pencil on the forceps to stop a small bleed. They buzzed the debakey forceps below the surgeon's hand closer to the patient's and it transferred energy to the surgeon's finger. The surgeon's glove showed a match flame size, and the surgeon's glove and hand were subsequently burned. They stamped out to extinguished the fire and the surgical field was wet. The surgeon had a 2nd degree burn at the index finger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during bilateral mastectomy procedure, the surgeon held the debakey forceps while they "buzzed" the es pencil on the forceps to stop a small bleed. They buzzed the debakey forceps below the surgeon's hand closer to the patients. The surgeon's glove showed a flame, and the surgeon's glove and hand were subsequently burned. The surgeon had a 2nd degree burn at the index finger.

Manufacturer narrative:
D10 concomitant products: vlft10gen - vlft10gen ft series energy platformx1, serial# (B)(6) se3690 - se3690 rapidvac smoke evacuator 110vx1, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.